Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during guide pinning for a reverse shoulder procedure, the steinmann guide pin tip fractured and remained in the glenoid. Intraoperatively, attempts to retrieve the retained tip were unsuccessful. It was reported that no further information is available.